Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues.

Event description:
The reporter claimed that the patient's blood glucose was elevated to 500-600 mg/dl while the patient's diabetes was managed with the animas pump. After the patient was taken off of the animas pump and was treated with insulin via syringe, his blood glucose ranged from 47 to 259 mg/dl. Although the animas representative could not find any defect with the pump, replacement products were sent to the patient under the advisement of the healthcare provider. The patient was on the backup plan for diabetes management under the replacement product arrives. This complaint is being reported because the patient allegedly had elevated blood glucose while managing his diabetes with the animas product.